Event description:
A malfunction alarm with code malf 0 and a software error was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to contact them again if the problem recurred. The customer acknowledged and understood the instructions.